Event description:
It was reported that a user of the ilet experienced hyperglycemia, with a fingerstick glucose of 305 mg/dl and a sensor value of 344 mg/dl; the user calibrated the system, performed a meal announcement, and changed pump components with assistance, after which glucose decreased to 276 mg/dl and continued trending down. Customer care provided support that included technical troubleshooting and user education conducted remotely. Investigation of this case revealed that the cause of the hyperglycemia remained unclear, with no device malfunction confirmed. No clinical symptoms associated with high blood glucose reported. Outcomes included user-directed full supply change without medical intervention or hospitalization. It was concluded that the event was user-managed with resolution and that a definitive root cause could not be determined. The device has not been returned. If it is returned, it will be evaluated, and a supplemental report will be filed.